Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that reports were not running. The technical support specialist (tss) was unable to remotely access the server due to timeout. Requested customer to contact hospital information technology (hit) for a reboot. Customer confirmed the server was rebooted by hit, and the report issue was resolved without any configuration changes. No root cause was identified. Proceeded with case closure as confirmed by the customer. The system functioned as intended after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, had reports were not working.the customer stated that this malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this event.